Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up after inappropriate anti-tachycardia therapy (atp) was delivered by the implantable cardioverter defibrillator. It was determined that atp was the result of false ventricular tachycardia detection caused by post-sensed t wave oversensing. Programming interventions were discussed. No interventions or adverse patient consequences were reported.